Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Visual inspection, functional testing and an alarm log review were performed. The alarm log review and functional testing noted no evidence of the reported condition. Visual inspection noted that the power cord was damaged. The cause was undetermined. The power cord was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.